Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative checked the connections. The 64 pin amp plug and the cradle connection cable. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the on/off button intermittently did not work. No patient injury was reported.